Event description:
It was reported that during a procedure approximately three (3) weeks ago, the instrument fractured. The fractured piece was fixed to the implant and could not be retrieved. The foreign body remains in patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Item# unknown screw; lot# unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned product to verify item and lot number. Cosmetic inspection found discoloration, scratches and nicks. Inspection also found the tip to be fractured. The overall length of the product was measured, and it was found to be conforming but 3 mm short of the nominal. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: device code - mechanical jam is no longer a valid code for this event based on reassessment of the event details. It was determined that the jamming of devices was a secondary failure to the fracturing of this device. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.